Event description:
The customer reported to olympus, that the colonovideoscope had an image problem/bad image. The issue was found during preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the bending section detached from the insertion tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the additional evaluation findings were as follows: the objective lens loose (chips/worn glue) and the objective lens was detached causing a glare on the image, the bending section cover glue was cracked, the insertion tube was twisted (3rd party), the control body had corrosion (adhesive dry, color rings missing), the light guide tube had buckles, chips on boots and scratches (3rd party), peeling labeling, the scope connector had evidence fluid invasion (3rd party repair evident) the scope leak check could not be performed, the light guide lens glue was worn, the light guide prong mount was loose, and the insertion tube insulation was damaged. The investigation is ongoing, and follow up with the facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported the returned device found the bending section detached from the insertion tube, which was reported erroneously. Upon further evaluation, there was no reportable malfunction related to the subject device captured in this complaint.